Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she was experiencing skin irritation around the sensor area on (B)(6) 2013. Patient is unwilling to reveal the exact details, but says she will contact dexcom in the future should she experience irritation again.